Manufacturer narrative:
Patient¿s date of birth/ age and weight are not available for reporting. Date of event: date of postoperative pain development is unknown. This report is for one (1) unknown 4.5 lcp distal femur condylar plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted date: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon attempted to remove a 4.5 locking compression plate (lcp) distal femur condylar plate due to pain, however he could not remove locking screws from the plate. The 4.0 hexagonal cannulated screwdriver was stripped in the process. A hexagonal cannulated shaft was attached to a quick coupling and t handle with coupling handle, hexagonal shaft also was stripped and the 3 instruments are now stuck together. The surgeon used a solid 4.0 hexagonal screwdriver with no progress, he then proceeded to use equipment from the broken screw removal set and ultimately was not able to remove any of the hardware. The surgery was not successful and the patient was closed. Surgery was delayed for unspecified number of minutes. The patient went back for revision surgery on (B)(6) 2017. The hardware was removed successfully. This report addresses hardware removal due to pain. The intraoperative issues during the hardware removal surgery have been reported under linked complaint (B)(4). This report is for one (1) unknown 4.5 lcp distal femur condylar plate. This is report 1 of 2 for complaint (B)(4).